Event description:
It was reported the patient presented to the clinic with shortness of breath. The patient has been afflicted by pneumonia. Post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed on. The recommended programming changes were completed. Oversensing was not reproducible and the patient will continue to be monitored. The patient condition is good.

Manufacturer narrative:
(B)(4).